Manufacturer narrative:
Product has been requested to be returned, but has not been rec'd. Note: this report is based solely on the info that the customer provided. (B)(4).

Event description:
The customer reported the sensor is not sending a signal to the alarm when weight has been lifted off the sensor. The customer reported the issue was found during use however, no pt incident or injury was reported.